Manufacturer narrative:
At this time, the cause of the out of range measurements has not been determined. The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The increase in shock impedance measurements was gradual. Boston scientific technical services (ts) discussed possible calcification on the lead could be causing the increased measurements. No adverse patient effects were reported.